Manufacturer narrative:
Citation: valderrama et al. Melody valve implantation in tetralogy of fallot with acquired double right ventricular outflow tract. Eurointervention, 2020 sep 18;16(7):558-559. Doi: 10.4244/eij-d-19-00962. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with tetralogy of fallot (tof) and an anomalous coronary artery crossing the rvot and left atrial isomerism. After corrective surgery the immediate postoperative period was complicated by severe stenosis in the right ventricular outflow tract (rvot). Subsequently, a medtronic 14-mm contegra valved conduit was successfully implanted between the anterior wall of the rv and the pulmonary artery trunk in a non-anatomical position. Ten years later the patient presented with severe stenosis and regurgitation in both the native rvot and the contegra conduit resulting in severe rv dilation. In an initial surgery to treat conduit dysfunction the patient received a medtronic melody valve which resolved the conduit regurgitation and residual stenosis. In a second elective surgery to treat the rvot, a second melody valve was implanted with good angiographic and hemodynamic results. At seven-year follow-up the patient showed marked clinical improvement and an increased functional capacity. No additional adverse patient effects or product performance issues were reported.